Event description:
Defectiveness of front panel potentiometers. Sporadic functioning of potentiometers designed for "postive and expiratory pressure", "upper pressure limit", "upper/lower alarm limits". Settings of the sv300 are unstable. Pts' safety potentially affected by this defectiveness. Although different installation date, all the 10 units in customer possession are affected by the same failure (9/1995-7/1997). French authorities informed by the customer. (File will be sent apart by fax).